Event description:
It was reported that shaft break occurred requiring additional intervention.the 99% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 2.75 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the shaft was fractured. The device was retrieved using a snare and removed from the patient. The procedure was completed with another synergy xd stent. No patient complications were reported, and the patient fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred requiring additional intervention. The 99% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 2.75 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the shaft was fractured. The device was retrieved using a snare and removed from the patient. The procedure was completed with another synergy xd stent. No patient complications were reported, and the patient fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.investigation results:device analysis finding:the device was disposed and will not be returned; therefore, a technical analysis could not be performed.device history record review:it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.risk review:a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:this product investigation is assigned the most probable cause classification of unintended use error caused or contributed to event. This code was selected as the most probable complaint cause based on the information available. The product record review confirmed that this is not a new failure type, and the risk is anticipated. There was no evidence of a manufacturing issue or design issue which could have caused the complaint. It was reported that shaft break occurred requiring additional intervention. The complaint device was not returned to the boston scientific site for analysis therefore reported allegation could not be confirmed. Based on the medical review task conducted for this complaint, the reported clinical event is anticipated per the IFU. Based on the reported event, it is most likely that the damage occurred due to product handling, with unintentional excessive force likely applied to the delivery system during the attempt to advance the device. This excessive force may have resulted in the shaft break.